Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported conditions were not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. No evidence of device locking on tissue was found. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The IFU states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. The provided lot number indicates that this product was manufactured in shanghai. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device locked on tissue as it was impossible to open it on a 7milimeter size of a tissue. Tissue resection around the jaw was done to remove device. Replaced with new similar device and it worked fine which completed the procedure.